Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred. The customer's blood glucose level was 190 mg/dl. The customer indicated that a new cartridge would be loaded and a bolus would be delivered.